Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care professional regarding a patient who was implanted with a neurostimulator. It was reported that the patient desired an explant due to it not providing significant pain relief. The entire system was removed on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported or anticipated.